Event description:
Reportedly, the subject programmer, which had been received as a repaired product, was turned on for the purpose of incoming inspection. It was observed that screen noise was displayed on the programmer screen. The subject programmer will be returned for analysis.

Event description:
Reportedly, the subject programmer, which had been received as a repaired product, was turned on for the purpose of incoming inspection. It was observed that screen noise was displayed on the programmer screen. The subject programmer will be returned for analysis.